Manufacturer narrative:
The ventilator was reported to fail the internal leakage test in pre-use check. Our field service engineer investigated the ventilator on site and found the pressure transducer printed circuit boards faulty. The two pressure transducer pcbs was replaced and the ventilator passed pre-use check. No goods or logs were returned for further investigation. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The conclusion is that the pressure transducer pcbs was faulty. Since the replaced parts was not returned for investigation, the root cause of the pressure transducer pcb failure has not been determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).